Event description:
It was reported that during a hemicolectomy, jaw opening was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1700721 was manufactured on 07/31/2017 a total of (B)(4) pieces. Lot was released on 08/04/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there is no clip in the first position. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first three clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. However, there was some resistance felt when attempting to close the jaws and apply the clips to the tubing. On the fourth attempt, the clip was unable to load properly. At this time, it was observed that the bottom jaw wasn't retracting into the tube and the trigger became jammed. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. It is possible that the clips were out of position and stacking on one another which caused the trigger to jam, but this could not be confirmed. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The broken ratchet prevented the fourth clip from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the fourth clip was unable to properly load into the jaws of the device. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance4 has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, jaw opening was observed.